Event description:
This sponsored solicited case from (B)(6) was received on (B)(6) 2017 from a patient via patient support program. Study title: patient support program involving synvisc one. This case concerns a male patient (age unspecified) who received treatment with synvisc one injection and on the same day, patient both knees swell up; after unknown latency patient was in lot of pain and was unable to walk. No relevant medical history, concomitant medication and concurrent condition was reported. Patient had received treatment with synvisc one in the past and they worked well. On (B)(6) 2014, the patient received treatment with synvisc one injection at a dose of 6 ml once (batch/lot number: w1305; route and expiration date: not provided) for severe osteoarthritis in both knees. On the same day, synvisc-one injection has caused both his knees to swell up. On an unknown date, latency unknown, patient claimed to have been in a lot of pain and was unable to walk. It was reported that the swelling and pain gradually decreased with time. Currently patient was not in pain anymore and his knees were not swollen. It was reported that patient would not be returning for future injections. Corrective treatment: none for both knees swell up; not reported for rest events. Outcome: unknown for unable to walk; recovered for rest events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported for all the events. Company causality: associated for all the events. Seriousness criterion: important medical event for unable to walk. Pharmacovigilance comment: sanofi company comment dated 2-mar-2017: this case concerns a male patient who received treatment with synvisc one and later experienced knee swelling and pain due to which patient was unable to walk. The events have been assessed as related to suspect product on the basis of temporal relationship and clinical course.

Event description:
This sponsored solicited case from (B)(6) was received on 24-feb-2017 from a patient via patient support program. Study title: (B)(4). This case concerns a male patient (age unspecified) who received treatment with synvisc one injection and on the same day, patient both knees swell up; after unknown latency patient was in lot of pain and was unable to walk. No relevant medical history, concomitant medication and concurrent condition was reported. Patient had received treatment with synvisc one in the past and they worked well. On (B)(6) 2014, the patient received treatment with synvisc one injection at a dose of 6 ml once (batch/lot number: w1305; route and expiration date: not provided) for severe osteoarthritis in both knees. On the same day, synvisc-one injection has caused both his knees to swell up. On an unknown date, latency unknown, patient claimed to have been in a lot of pain and was unable to walk. It was reported that the swelling and pain gradually decreased with time. Currently patient was not in pain anymore and his knees were not swollen. It was reported that patient would not be returning for future injections. Corrective treatment: none for both knees swell up; not reported for rest events. Outcome: unknown for unable to walk; recovered for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # w1305 expiration date (09/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # w1305 no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor complaints to determine if a CAPA was required. Reporter causality: not reported for all the events. Company causality: associated for all the events. Seriousness criterion: important medical event for unable to walk. Follow up information was received on 03-mar-2017. No new information was received. Additional information was received on 07-mar-2017. The expiration date of suspect and ptc results were added and the text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 7-mar-2017: the follow up information received does not change previous case assessment. (B)(4) comment dated 2-mar-2017: this case concerns a male patient who received treatment with synvisc one and later experienced knee swelling and pain due to which patient was unable to walk. The events have been assessed as related to suspect product on the basis of temporal relationship and clinical course.